Event description:
Procedure: biopsy. According to the reporter: when the surgeon applied the endo gia on the parenchyma of the right superior lobe to complete a biopsy, the cartridge stayed closed on the lung. The surgeon was not able to open the cartridge and he also heard a crack of the handle. He used another instrument and cartridge to complete the pulmonary biopsy. This situation caused the surgeon to take a larger biopsy of the lung that he needed. Surgeon suspects that the tissue was too thick for that cartridge.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2010.